Event description:
The customer reported three events where the nursing staff observed the blood in the extracorporeal circuit of the prisma machine to be of normal opacity, but an unusual bright red cherry color. (Refer to our MDR 9616240-2007-00043 and MDR 9616240-007-00045). At initiation of treatment, the blood was observed to be a bright cherry red color. The machine also alarmed "blood leak", along with multiple "access pressure (access pressure extremely negative)" alarms. The circuit was clamped and the blood was not returned to the pt, and therefore the pt sustained a blood loss of 127 ml. A second hf1000 filter set was then prepared and the treatment resumed with no further problems.